Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed during a ventricular capture test. The patient was asymptomatic. Programming changes were made with no further oversensing issue.